Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the malfunction "temporarily disappeared endoscopic position detecting unit image" is traced to component failure and for the malfunction "foreign objects inside the scope connector, dirty control unit and dirty light guide cover glass" is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that temporarily disappeared endoscopic position detecting unit image, foreign objects inside the scope connector, dirty control unit and dirty light guide cover glass was found. There was no patient involvement.